Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: a pump reboot event was observed in the black box data following a suspend alarm. However power rebooting was not duplicated during the investigation. The pump was run on a 24 hour basal program with no intermittent power or reboot occurrences. No moisture was found internally. Unrelated to the initial allegation, the audio bolus button was found to be damaged but still responsive.